Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator after being exposed to therapeutic radiation. The eri alert was cleared and the device remained implanted. The patients condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.